Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon examination of the transmission, the implantable cardioverter defibrillator exhibited episodes of competitive atrial pacing that were detected as ventricular beats. There were no inappropriate therapies delivered during the episodes. The patient was brought to the clinic and the device was reprogrammed to resolve the anomaly. The patient was reported to be in stable condition.